Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
The braid broke off tampon [device breakage] tampon string short [device physical property issue] probable manufacturing cause [manufacturing issue] case description: consumer reported via phone that braid broke off tampon and the string was too short. No injury reported.

Manufacturer narrative:
An investigation is in progress for returned product received on 23 dec 2021.

Event description:
The braid broke off tampon [device breakage]. Tampon string short [device physical property issue]. Case description: consumer reported via phone that braid broke off tampon and the string was too short. No injury reported.

Event description:
Tampon the braid broke off [device breakage] tampon string short [device physical property issue] case description: consumer reported via phone that braid broke off tampon and the string was too short. No injury reported.

Manufacturer narrative:
A product investigation is in progress.